Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "pt rang call bell at 0215, found pt panicked saying I'm disconnected". Pt's bed covered in blood. Blood coming out of PICC. PICC lumen and cadd pump clamp immediately stopped. Writer put on appropriate chemo ppe and sought help by rn. The cause of problem is that the bi-fuse extension set broke. Top piece of the extension set was still attached to the PICC. PICC flushed and chemo restarted"